Manufacturer narrative:
A corrected supplemental is being submitted. The initial report was for 2 patients that had permanent pacemakers implanted for complete heart blocks. Additional information was received and the events were determined not to be MDR reportable. Patient 1: the event date was reported to be (B)(6) 2014. Although the type of valve implanted was unknown, the article states the patients received either a sapien xt or sapien 3 valve. At the time the event occurred both the sapien xt valve and the sapien 3 valve were not sold or marketed in the us, and was not similar to an edwards device marketed or sold in the u.s. On this basis, this event is not MDR reportable. Patient 2: the event date was reported to be (B)(6) 2014. The patient received a 26mm sapien 3 valve, model 9600tfx26. At the time the event occurred the device was not sold or marketed in the us, and was not similar to an edwards device marketed or sold in the u.s. On this basis, this event is not MDR reportable. PMA for sapien xt is (B)(4). PMA for sapien 3 is (B)(4).

Manufacturer narrative:
Additional information was received. At the time the event occurred, [(B)(6) 2014], the device was not sold or marketed in the u.s. By edwards, and was not similar to an edwards device marketed or sold in the u.s. On this basis, this event is not MDR reportable. A corrected supplemental is being submitted.

Manufacturer narrative:
Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the patient¿s pre-existing right bundle branch block and the mechanism described above likely contributed to the heart block. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(6), per the unpublished article "tavr in low risk surgical patients: a cohort study with a mean follow up of 2 years," 46 patients received a sapien 3 or sapien xt valve. Post implant of a sapien valve in the aortic position, 2 patients developed complete heart block and permanent pacemakers were implanted. Both patients had a pre-existing right bundle branch block.